Event description:
During the investigation of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. The pulse wire was broken inside the distribution node. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the pulse wire was found to be broken inside the distribution node (dn). The root cause of the broken pulse wire could not be positively determined. No adverse event resulted from the broken pulse wire. The pt rec'd a replacement electrode belt.